Event description:
It was reported the procedure was being performed in the critical care unit. During insertion, they were pulling the tunneler with the attached catheter through the patient's body when the plastic cuff ripped in half. Everything was retrieved and the patient suffered no ill effects. Another kit was opened and the same catheter was implanted with a new tunneler successfully. There was no delay in treatment and no patient death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.